Event description:
It was reported that post op of a laparoscopic gastric bypass procedure, the patient had a post op bleed on (B)(6) 2010 and then was admitted for observation and received four units of blood. The patient was passing blood. It is unknown if the patient is still in the hospital. The amount of blood loss is unknown. The surgeon did not mention the device function during the original surgery date. Device discarded.

Manufacturer narrative:
(B)(4) information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information: (B)(6).